Event description:
The customer reported the machine suddenly turned itself off and would not come back on. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fuse, isd board, and the control board were replaced during the service call. The system was tested and found to be working as intended and put back into service.